Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to the leads being fractured. When testing was performed following the leads being replaced high impedances were observed and replacing the ipg resolved the issue. Surgical intervention took place wherein the system was explanted and replaced to address the issue and an additional lead was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.